Event description:
Dealer states that the right frame broke at the weld where the back and lower bracket meet.

Manufacturer narrative:
Product was returned and evaluated and found that the metal was torn away from the weld at the bottom rear and missing chrome.

Event description:
Dealer states that the right frame broke at the weld where the back and lower bracket meet.

Manufacturer narrative:
Follow up to be sent if additional information is received.